Manufacturer narrative:
(B)(4). Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic for syncope and fall. It was reported that the power module frequently unplugs and prior to falling last night had the same problem. A few no external power alarms were observed including at 11:30pm when the patient fell. Log file analysis completed by the manufacturer¿s technical services representative revealed low flow events on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. During the analysis of the log technical service observed no external power events on (B)(6) 2018 at 8:56 and (B)(6) 2018 at 22:35. These appear to be due to the mobile power unit (mpu) ac power cord coming loose. The system controller¿s emergency backup battery (ebb) supplied power to the system and there was no loss of support to the patient during these events. Both of these events lasted for less than 1 minute. There were no pump off times and the pump maintained the set speed operating range throughout the entire log file. Additional information was requested, but was not provided.